Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" while in use with a patient. The customer replaced the main printed circuit board and the issue was resolved. The customer reported that there was no patient harm or injury.

Manufacturer narrative:
Result of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer (pt802), which was unable to be calibrated and also failed exhalation flow transducer (pt 801).

Manufacturer narrative:
The suspect component, a main printed circuit board assembly (pcba), was returned and received by vyaire medical, inc. And is pending failure analysis evaluation. Upon completion of the final evaluation, a supplemental report will be submitted.